Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the threaded tip of the impactor became cold welded inside the 48mm cup trial. It will not come free. This needs to be replaced. No surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis found a fragment of the reported impactor jammed into the threaded section of the pin trial shell 48 std profile. The complaint condition was confirmed. Based on the observed condition of the device, a potential cause cannot be determined as the inner threads of the shell were not able to be evaluated. However this type of malfunction is usually consistent with forcefully off-axis assembly, damaging the threads. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed, the fragment of the unknown impactor remained stuck in the trial shell, it was not possible to retrieve it. The overall complaint was confirmed as the observed condition of the pin trial shell 48 std profile would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a date code was provided, which indicates that the device was manufactured on (6/6/2008). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded tip of the impactor became cold welded inside the cup trial. It would not come free.